Manufacturer narrative:
D4: the device lot number was not provided, and the manufacture and expiration dates (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 from unknown causes. The death was stated to not be device or therapy related. The customer reported that no additional information could be provided. It was unknown if an autopsy was performed or would be provided. It was unknown if the pump was explanted, and it would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.